Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the pacemaker exhibited failure to interrogate as the pacemaker was not compatible to use with the available programmer at the facility. No intervention was performed. Patient was stable.